Event description:
The customer reports during an endobronchial ultrasound-transbronchial needle biopsy (ebus-tbna) procedure using a single use aspiration needle, the needle broke off inside the patient. Details as follows: as the physician was accessing the 4r node, the needle broke off inside the patients node. This was the third pass of the needle. After the first pass of the needle, the nurse noted the needle looked bent and informed the physician of this observation. The physician continued to use the needle, commenting "it is fine". The patient was taken to x-ray and computerized tomography (CT) to locate the device fragment. It was then discovered the needle had traveled from the 4r node and into the patient's abdomen. Rat tooth forceps were used to remove the needle from the patient's abdomen. The patient was kept overnight for observation and has been fine since. There have n no additional consequences to the patient.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation (although it is anticipated. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where service found there was no buckling or deformation at the insertion site. When the tip of the needle tube was checked, it was broken at a position about 15 mm from the tip of the needle tube. The broken needle tip was not sent. The protrusion and pull-in of the needle tube functioned normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated event was caused by the needle tube rupture by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.